Event description:
Alaris pump made an alarm sound, the screen turned red and read error. Pump was removed from service. No pt injury reported. Dose or amount: heparin 1000 units per hr, frequency: continuous, route: IV. Reason for use: history of mitral valve replacement.